Manufacturer narrative:
Complaint (B)(4). The date of event could not be obtained from the customer. Received a customer picture and (B)(4) pcs 454322/ a200636u for evaluation. We have no remaining inventory for the material/batch. We forwarded the complaint, samples, and customer pictures to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of production documents revealed no deviations associated with the reported error. Customer samples were tested. The parameter "draw volume" was analyzed and compared with the target value from each sample. In addition, the amount of additive and the position of the level mark were checked. All values for every parameter remained within the +/- 10% tolerance range. Additive content was found to be within specification in all tested samples. The complaint could not be duplicated.

Event description:
Customer states the tubes do not fill sufficiently up to the prescribed fill line indicated on the tube. All collection devices have been used when tubes underfill (safety blood collection set, straight needle, syringe). When asked if a discard tube is used before coagulation tube when drawing with a safety blood collection set, the customer responded education has been provided to the staff. This is occurring with multiple phlebotomists. Phlebotomists are holding the tube in the holder with their thumb to ensure a complete vacuum draw. 50% of tubes are underfilling.